Manufacturer narrative:
Other applicable components are: product ID 3889 lot# unknown serial# implanted: explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported patient had odors at the incision site. It was noted patient tried to void but had to catheterize and got 150cc. The doctor was concerned patient was unable to void during their visit. Patient mentioned their leads became tangled in their underwear which caused them to have an accident. Patient had slight leakage but waited too long to go and it was very little. Patient noted they thought they had a urinary tract infection (uti). No further complications were reported.